Event description:
The customer reported that the dr sealed the arterial and venous sheath sites while only measuring the artery. Slight hematoma noted post procedure. Pt sent home and returned to ER around midnight with complaints of oozing. No hematoma noted. Surgical applied topically and then sent home. Pt returned next day to hosp complaining of dizziness. Lab work done hemoglobin dropped from 11.5 to 7.5. No hematoma noted. Ecchymosis seen on medical and posterior leg. Pt transfused with two units of packed cells. Pt discharged. Seen in drs office 2/23/99 with ecchymosis. No further complications were noted.